Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the trigger was partially engaged and the staples appeared aligned. The stapler was returned with 23 staples remaining in the cover block indicating at least 12 staples were fired by the end user. Evidence of use in the form of biological material was observed on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple properly fired. The next 18 staples fired with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were able to properly form and release into the skin pad. No defects or anomalies were observed with the returned device. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint cannot be confirmed based upon the sample received. Visual examination revealed that the staples appeared properly aligned. Upon functional inspection, all remaining staples were able to properly form and release from the device. No defects or anomalies were observed with the returned stapler. A DHR review was performed with no findings identified. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The complaint is reported as: "it was reported that doctor failed to fire staple prior to use on patient." No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "it was reported that doctor failed to fire staple prior to use on patient." No patient involvement.